Event description:
Device report from synthes reports an event in costa rica as follows: it was reported that on june 30th, during humeral diaphysis osteosynthesis surgery, when inserting the drill to drill the bone, it breaks, with which a part of it remains inside the patient, it cannot be extracted. There was no surgical delay. The procedure was successfully completed. This report is for one (1) drill bit ø3.2 calibr l145 3flute. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary : product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot : part # 03.010.103 lot # l469614 manufacturing site: werk bettlach. Release to warehouse date: 13 jul 2017 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.